Event description:
The customer reported that the plp2020 plumepen elite surgical smoke evac pencil, 10ft tubing, qty20 was being used during a total hip replacement procedure on 30oct2023 and ¿during use of the plume pen device the surgeon sustained an electric shock and skin burn to his fingers due to a spark from the device tip¿. After further assessment it was found that the surgeon received a 1st degree burn and no medical/surgical intervention was required. The patient did not receive a burn. The procedure was completed and there was no delay. The surgeon was reported as "fit and healthy". This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Update: per information received on 21nov 2023 the valleylab esu, supplied by (B)(4) was used. The customer reported that the plp2020 plumepen elite surgical smoke evac pencil, 10ft tubing, qty20 was being used during a total hip replacement procedure on (B)(6) 2023 and ¿during use of the plume pen device the surgeon sustained an electric shock and skin burn to his fingers due to a spark from the device tip¿. After further assessment it was found that the surgeon received a 1st degree burn and no medical/surgical intervention was required. The patient did not receive a burn. The procedure was completed and there was no delay. The surgeon was reported as "fit and healthy". This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 18 reports, regarding 18 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: keep the active electrodes clean. Build-up of eschar may reduce the instrument¿s effectiveness. Do not activate the instrument while cleaning. Injury to operating room personnel may result. We will continue to monitor for trends through the complaint system to assure patient safety.